Manufacturer narrative:
A medtronic representative went to the site to check out the system. It was noted that the system preformed as intended and there were no parts replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a posterior cervical fusion. It was reported that the first 2 screw placements were accurate, but when the surgeon went to place the 3rd screw that the accuracy was out in by 5mm. The representative asked as to whether the reference frame may have been accidentally bumped or the patient moved but the site was adamant that neither had happened. There was less then one hour delay in procedure and there was no patient present at the time of the event.